Event description:
It was reported to philips that the system did not start up completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency treatment. The procedure was aborted and completed using another system. It was reported to philips that the system failed to start up completely. Upon troubleshooting, the distributor checked the system onsite and that software installation on new x-ray pcs consistently failed, while the original x-ray pc allowed successful reinstallation. To resolve the issue, the fse replaced the fan tray and the pdu control module, followed by a complete software reload. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.